Manufacturer narrative:
The flow 50 coblation wand, used in treatment, was returned for evaluation. A relationship between the device and reported incident was established. From the information provided, ¿during an unknown surgery, the metal end of the wand broke off. The fragments were washed out and suctioned.¿ visual inspection under magnification shows extensive wear on the electrodes with discoloration and missing parts. The suction/saline line and connector have been cut before sending to evaluation. There are no manufacturing abnormalities visually observed with the returned wand. Functional test and data extraction are not possible as the wand cable and tube line has been cut. The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object such as a cannula. Other potential factors which could have contributed to the reported event includes: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue, factors that can accelerate the wear of electrodes such as using set points higher than the default settings or using the wand for an extended period of time. The instruction for use (IFU 74024 rev. C) was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. Patient age added, patient sex added, patient weight added.

Event description:
It was reported that, during an unknown surgery, the metal end of the wand broke off. It is unknown if all fragments were retrieved from the patient. A back-up device was available to complete the procedure in a timely manner. The patient was not harmed.